Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Paramedics provided sugar paste to the patient and was transported to hospital for monitoring. No additional treatment was given to the patient at hospital and was discharged later that morning. There is no material returned for investigation. Hence, no further investigation is possible.

Event description:
On jan 07th 2020, senseonics was made aware of an adverse incident where patient experienced hypoglycemia involving seizure and was called to paramedics.